Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of 402 mg/dl and ketones. Reportedly, the customer delivered correction boluses, increased basal rate, and administered insulin pen injections to address bg level prior to being admitted to the hospital. Subsequently, customer¿s bg level decreased to 180 mg/dl. While hospitalized, the customer was treated with a saline drip, and was treated for low blood pressure. Customer was released from the hospital the same day with no permanent injury. Reportedly, the customer was using fiasp insulin. The customer was educated on labeled insulin usage with the pump.